Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Onxae-23 sn (B)(4) was implanted on (B)(6) 2019 and explanted on (B)(6) 2019. The patient was having heart failure, te, etc post surgery and removed the valve.

Manufacturer narrative:
Additional information was received, "the patient ended up needing to be transferred to another facility due to infection and needing infectious disease specialist. He was stable upon discharge from us but need to have that specialists due cultures grown. I believe he is now home and doing well. On post op day 2 , an echo showed a significant leak at the center of the valve and a leaflet was noted to not be moving on post op day #2 when taken to cath lab. Upon explanting the valve it was noted that the leaflet did not work properly.". The manufacturing records for serial number 5365903 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxae-23 sn (B)(6) was implanted on (B)(6) 2019 in the aortic position of a 57-year-old male. On (B)(6) 2019 (3 days post implant), this valve was explanted and replaced with onxane-23 sn (B)(6). An early report said, ¿the patient was having heart failure, te, etc post and removed the valve yesterday.¿ also this: ¿on post op day 2, an echo showed a significant leak at the center of the valve and a leaflet was noted to not be moving on post op day #2 when taken to the cath lab. Upon explanted the valve it was noted that the leaflet did not work properly.¿. The patient was transferred to another facility due to an infection and the need for an infectious disease specialist, but is now home and doing well. It appears that the initial valve had an immobile leaflet causing the significant leak. However, we cannot tell from the information why the leaflet was not moving, though it seems to have still been impeded even outside the patient so it is not likely to have been anatomic interference. The valve was not returned to the manufacturer for examination. There is insufficient information to point to a probable cause of the leaflet immobility, whether it be a mechanical malfunction or somehow associated with the infection. Consequently, there is, at present, insufficient information to know for certain what, if any, relationship the valve has to the decision to explant. The instructions for use [IFU] for the on-x valve acknowledge reoperation and explantation as potential consequences of a complication following prosthetic valve replacement, in this case possible structural or nonstructural dysfunction of unknown origin. The on-x valve risk management file thoroughly identifies the process and product hazards for approved indications. The root cause could not be identified based on the information provided. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is insufficient information to determine what, if any, relationship the valve has to the decision to explant it. The instructions for use [IFU] for the on-x valve acknowledge reoperation and explantation as potential consequences of a complication following prosthetic valve replacement, in this case possible structural or nonstructural dysfunction of unknown origin. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Onxae-23 sn (B)(6) was implanted on (B)(6) 2019 and explanted on (B)(6) 2019. The patient was having heart failure, te, etc post surgery and removed the valve.